Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a procedure related infection at the lead site. The patient's symptoms included redness, swelling, and drainage at the lead site. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient had a procedure related infection at the lead site. The patient's symptoms included redness, swelling, and drainage at the lead site. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial/lot #: (B)(4), description: 30 cm splitter kit; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile the explanted leads, splitters, and clik anchor were not returned to bsn as they were discarded by the medical facility.